Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during set up for a tonsillectomy procedure, the precise max wand was failing coming out extremely hot. A back up device was available to complete the procedure. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed that the returned instrument shows no manufacturing abnormalities. Fluid is in the fluid line. The electrode has been used. Bio debris is present. Product was out of the original packaging and no packaging returned. A functional evaluation was performed on the returned device and found that the opened device was tested and plugged into the controller and registered settings (7,3). Coagulation and plasma were generated as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure of a concomitant device. No containment or corrective actions are recommended at this time.